Event description:
It was reported that the white colored tip popped off into the patient. The tip was retrieved from the patient and another probe was available to continue surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.